Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge. The alarm was cleared and insulin delivery was resumed.